Event description:
Customer reported a past high blood glucose event with a blood glucose level displayed as "high". Cause was not known. The customer resolved the issue by administering a correction bolus via pump, and technical support suggested testing blood glucose with a fingerstick. The customer acknowledged this recommendation.